Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implantation, during the preparation stage the iol pusher dispositioned the lens, which led to entrapment and deformation of the iol in the narrow part of the cartridge. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Plunger under-ride was observed on the returned photo. Photo review: the returned photos show activated company device, the plunger and the lens appear to be partially advanced outside of the nozzle tip. The plunger appears to be advanced under the lens. We are unable to determine the root cause for the reported complaint "intraocular lens (iol) pusher mis-positioned the lens, led to entrapment and deformation of iol". The product was not returned for analysis. Plunger under-ride was observed on the returned photo. Plunger under-ride may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to under-ride the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).